Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H6 clinical code: appropriate term / code not available (e2402) is used to capture unspecified musculoskeletal problem (e1635) joint injury.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the patella component at the bone to cement interface. Unknown cement was used. Patient had a total knee replacement done (B)(6) 2020. Patient had an incident and fell, breaking the lower pole of his patella and loosened the bone/cement interface of patella. Removal of 38 dome patella was performed and a patellar tendon repair was done as well. A 35 mm anatomic patella was placed and joint was closed. Doi: (B)(6) 2020, dor: (B)(6) 2021, (right knee).